Manufacturer narrative:
This is one of multiple events reported for the same patient involving two separate products and associated with the following mdrs: 1225714-2013-03415, -03416, -03417, -03418, -03419, -03420, -03421, -03422, -03423, -03424, -03425, -03426, -03427, -03428, -03429, -03430, -03431, -03432, -03433, -03434, -03435, -03436, -03437, -03438, -03439, -03440, -03441, -03442.

Event description:
The plaintiff's attorney alleged that the decedent developed during treatment shortness of breath, unconsciousness, seizure, hypotension, and asystole; was taken via emergency medical service (ems) to hospital and was noted to have a troponin of 0.13 on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after use of the product.